Event description:
It was reported, the patient believed she had an infection at her ipg site. She reported, she recently had to wear a back brace which rubbed against the ipg site, and the site became red and raised. Follow-up indicated, the physician did not think there was an infection at the site but a sore had developed due to irritation from the brace. He ordered wound care for the site and will have the patient get a different brace. Additional follow-up found the patient was still receiving wound care and the site is slowly healing.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.